Manufacturer narrative:
This report is for unknown tfn head element/unknown lot number. Patient code (B)(4) used for: the patient experiencing an allergic reaction to the devices. The devices are still implanted at this time. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has requested information on the metallic properties of his trochanteric fixation nail (tfn). The patient was surprised to hear that the device was not evaluated for safety in the magnetic resonance (mr) environment and stated that he ¿got burned¿ from a previous magnetic resonance imaging (MRI) that was done in 2015. The patient noted he had a left hip fracture and the original device was implanted in 2012. The patient began experiencing leg weakness post op. The orthopedic physician suggested that the patient may be experiencing an allergic reaction to the implants. In 2015 the patient had a sacroiliac MRI. During the procedure the patient states that he was burned in the groin area from the implant heating up and the experienced nerve damage caused by the burn. The implants are still implanted at this time. There are 2 devices in this complaint this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part # 456.304 lot # 6965542, release to warehouse date: 15 june 2012, manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 95mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Additional classification code: hwc. UDI: (B)(4). . Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, (B)(6), 2017, patient provided updated information, as a result, a 3rd part was added to complaint. There are 3 devices in this complaint. This report is 2 of 3 for (B)(4).